Manufacturer narrative:
(B)(4).

Event description:
It was reported that when attempting to advance the guide wire from the advancer in the ICU, resistance was met and the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint that the guide wire kinked was confirmed. The customer returned two pictures of the damaged guide wire. Visual examination revealed multiple kinks observed in both pictures of the damaged wire. However, the entire wire is not visible in either picture and the pictures are not clear. In addition, neither the guide wire nor the catheter was returned. This report was reviewed; however a comprehensive investigation could not be performed because the sample was not returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. The probable cause of this complaint could not be determined without a sample. No further action will be taken.